Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a peritoneal dialysis (pd) patient discovered a fluid leak was discovered from the patients cycler after ending their pd treatment. The cycler experienced multiple air detected in cassette alarm during fill 2 of 6 of treatment and the treatment was cancelled. After treatment was cancelled, the leak was discovered coming from the cycler set door. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. The cycler is available for to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A 3 hour 15mins 1000ml simulated treatment accelerated stress test (ast) was performed on the cycler and passed. There were no alarms or issues during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom cover behind the front panel, on the bottom cover under the pump assembly, and behind mushroom heads a & b. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a peritoneal dialysis (pd) patient discovered a fluid leak was discovered from the patients cycler after ending their pd treatment. The cycler experienced multiple air detected in cassette alarm during fill 2 of 6 of treatment and the treatment was cancelled. After treatment was cancelled, the leak was discovered coming from the cycler set door. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. The cycler is available for to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.